Manufacturer narrative:
No product has been returned and a valid serial number was not provided for the strips. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. A stability and clinical data review was conducted and found no indication of any product stability performance issues or clinical performance issues that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips. No trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported being unable to test due to receiving an error 9 on the display of her adc freestyle libre reader upon test strip insertion. Customer experienced symptoms of hyperglycemia and had contact with healthcare provider who advised her to go to a emergency, however customer with the help of parents received unspecified treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to receiving an error 9 on the display of her adc freestyle libre reader upon test strip insertion. Customer experienced symptoms of hyperglycemia and had contact with healthcare provider who advised her to go to a emergency, however customer with the help of parents received unspecified treatment. There was no report of death or permanent injury associated with this event.